Event description:
It was reported that patient passed away due to intracranial bleeding on (B)(6) 2024. The patient was admitted from (B)(6) 2024 to (B)(6) 2024 for neurological dysfunction, stroke, and coma. A computed tomography was performed. They were treated with warfarin and aspirin, and surgical intervention was performed to remove intracerebral hematoma. Prothrombin time (pt-inr) increased from target range in patient's taking warfarin. The event was thought to be probably because of warfarin was too active. The cause of the cerebral hemorrhage was thought to be the excessive prolongation of pt-inr due to the warfarin response. The event was not thought to be device related. There would not be autopsy. Pump was not removed because the patient's family did not want the autopsy. There was no alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that neurological dysfunction occurred on (B)(6) 2024.

Manufacturer narrative:
Section g2: corrected. Section h6: corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 - describe event or problem updated. B6 - relevant tests/laboratory data. Updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that the patient also had low flow alarm. While the likelihood of a causal relationship was considered low, it could not be ruled out. The patient frequently exhibited significant fluctuations in blood pressure, and as a result, low flow alarms were often observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation; however, the account indicated that these alarms were a result of significant blood pressure fluctuations. It was reported that the patient was admitted from (B)(6) 2024 to (B)(6) 2024 for neurological dysfunction, stroke, and coma. A computed tomography was performed. They were treated with anticoagulants, and surgical intervention was performed to remove intracerebral hematoma. The cause of the cerebral hemorrhage was thought to be the excessive effectiveness of warfarin, which cause prolongation of prothrombin time to be over-prolonged. The patient ultimately expired on (B)(6) 2024 due to intracranial hemorrhage. The event was not thought to be device related. There was reportedly no autopsy. The device operated as expected; however, it was also noted that the patient had low flow alarm on (B)(6) 2024. The patient frequently exhibited significant fluctuations in blood pressure, and as a result, low flow alarms were often observed. The account reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and heartmate 3 lvas patient handbook, rev. C, are currently available. The IFU lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Additionally, the IFU addresses all pump parameters, including pump flow. The IFU and patient handbook address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The heartmate 3 lvas alarms for patients and their caregivers (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.